Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscopic field of view. The user reported the endorings device became detached from the colonoscope, during withdrawal near the sigmoid colon. The endorings device was retrieved with a snare, with no harm to the user as a result of the device detachment from the scope, nor as a result of the device retrieval. The user reported the patient had a tight colon and the doctor felt resistance during use. The user also reported the event may have occurred due to selection of an endorings device which was not appropriately sized for use with the endoscope (olympus pcf-190).